Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope had cuts on the probe cover. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because it failed the leak test. The product was returned to olympus service center for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.